Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated the wire got disconnected from the battery and the doctor went back in and redid it. No patient symptoms were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During an inquiry for device compatibility, an hcp reported that the patient had a replacement in 2018, because they fell and broke the system. No further patient complications were reported at this time.